Manufacturer narrative:
The field service rep determined the cause to be air in the reference (kcl) tubing, and checked tubing for leaks - none found. He replaced reference solution, primed sys and check sys operation with nor abnormalities found. Calibration, controls and precision check were run to verify analyzer performance.

Event description:
User received discrepant ise results for one pt sample. Initial sodium result gave 120; sample repeated twice on same analyzer giving 136 and 135 mmol per l. User said this was the only pt sample affected. The original results were not reported out. Pt not adversely affected.